Event description:
The customer reported that their device was entering into a boot loop when attempting to power the device on. The device acted like it was booting up, then would reset and try again. The device would not have the ability to be used on a patient, if needed. There was no patient use associated.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed assembly and determined that the cause of the reported issue was due to process residue on a filter, designator fl10 on the power pcb.